Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: unable to duplicate the complaint during the investigation. No insulin delivery defect was found. The pump successfully completed the required 29 hour flow accuracy test and was found to be delivering within the specification. The alarm history shows only typical usage warnings and alarms. A manual time change was observed in the black box from (B)(6) 2013 07:27 to (B)(6) 2013 19:27. And from (B)(6) 2007 23:45 to (B)(6) 2013 22:45. The tdd¿s for (B)(6) appear to be inaccurate due to the manual date and time change. Unrelated to the complaint, the display screen has a pinkish contrast when powering to the verify screen. Removed the pump cover and replaced faded display with new test display. The test display has normal contrast and no symptoms of discoloration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient contacted animas on (B)(6) 2013, reporting blood glucose levels as high as 580 mg/dl without symptoms. The patient reported delivering supplemental insulin via pen to bring blood glucose levels down. The patient reported that evening rates were just increased but could not confirm if the rates were previously correct. The patient indicated that the pump time was set incorrectly to 7:27 am instead of 7:27 pm. Customer support walked the patient through correcting the time on the pump. This report is made based on the allegation that the patient experience hyperglycemia while using a pump with set to the incorrect time.